Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 20865435,

Event description:
It was reported that patient experienced inadequate stimulation due to high impedances. Reprogramming was attempted but did not resolve the issue. The patient underwent a revision procedure where both extensions were replaced. Therapy was been regained and the patients symptoms are being addressed by the stimulator.